Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a tonsillectomy, preventing user access to medication. Customer reported a 6-minute delay to care. Customer rebooted the device and access to the required medication, decadron and zofran was restored. Anesthesiologist retrieved the required medication from a nearby station. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and applied knowledge article 000014756 - how to check for and repair windows file corruption. The technical support specialist performed an operating system scan and confirmed system files required to be repaired. The technical support specialist monitored the device as requested by the customer. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a tonsillectomy, preventing user access to medication. Customer reported a 6-minute delay to care. Customer rebooted the device and access to the required medication, decadron and zofran was restored. Anesthesiologist retrieved the required medication from a nearby station. Patient or user harm was not reported.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a tonsillectomy, preventing user access to medication. Customer reported a 6-minute delay to care. Customer rebooted the device and access to the required medication, decadron and zofran was restored. Anesthesiologist retrieved the required medication from a nearby station. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, g1, h2, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-jan-2021 to 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application frozen while a patient was undergoing a procedure. A technical support specialist found that the corrupted files in system led to the issue. Assessed and repaired the corrupted files to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.